Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up increase right ventricular (rv) lead impedance was noted. The rv lead was capped and a new rv lead was successfully implanted. The patient was in stable condition.